Event description:
The insert would not fit into the baseplate. There was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The examination results suggest that the insert was likely returned because of a blemish which would to have compromised the function or efficacy of the product.